Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, non-calcified lesion located in the right coronary artery (rca). The device was not inspected. The device did pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another resolute onyx of the same size and an nc balloon. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: procedural image evaluation: image review shows the presence of a proximal to mid rca vessel occlusion. The vessel occlusion is resolved with deployment of what appears to be the resolute onyx 3.0 x 30mm stent. There is no evidence of delivery and deformation of any stent prior to the deployment of the stent in the images. The deployed stent appears to take on the lesion profile and there is a slight stent deformation, but this does not impact on the vessel treatment. Additional images with a 30minute time stamp gap appear to show re-occlusion of the vessel post stent deployment and post dilatation activities. The occlusion appears to have occurred due to thrombus in the vessel. The flow to the distal rca is restored post re-wiring of the vessel with the procedural guidewire. The vessel is treated with the deployment of a second stent of the same size as the initial stent, resulting in restored flow to the full rca. The possibility exists that the deformation reported for the initial resolute onyx stent was the irregular profile of the initial stent due to the vessel morphology and the send stent was required due to re-occurrence of the vessel occlusion at the level of the proximal to mid rca. The re-occurrence of the occlusion appears to be due to the patient morphology and not due to any malfunction with the resolute onyx stent. It was later reported that the resolute onyx stent was delivered to the proximal to mid rca and deployed without issue in a previously occluded lesion, and the profile of this deployed stent appeared to be deformed. The deformed stent was not withdrawn from the vessel and remained implanted. The second stent was deployed due to thrombotic occlusion of the newly deployed resolute onyx stent in the rca. The patient was reported to be alive with no further injury. Patient date of birth provided adverse event (&) product problem selected intervention required ticked annex d, e, f codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information patient's age. Lesion location: medial segment of the right artery the lesion was not pre-dilated it was direct stenting. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.